Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the shadows image. Based on the result, we concluded that it was caused due to the excessive force scratched on the objective lens. In addition, we confirmed that the suction channel resistance; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.